Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a vitalflow (vf) console instrument and a mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator device, a post-transplant patient on veno-arterial extracorporeal membrane oxygenation (va ECMO) experienced an acute drop in ECMO flows, followed by patient deterioration and approximately 30 seconds of cardiopulmonary resuscitation, after which flows spontaneously returned and ECMO support resumed. The ECMO specialist was unable to identify any technical error alarms in the vf alarm history. Current ECMO flows and oxygenator pressures were reported to fluctuate rapidly, with suspected cannula kinking and concern for venous drainage insufficiency; imaging was reviewed by the surgeon and the cannula positions were reported to be accurate. Excessive fluid removal via continuous renal replacement therapy was suspected, and the patient was reported to be probably dry and in need of fluids; fluid boluses of packed red blood cells and albumin were administered and the fluctuating flows became less pronou nced. No technical error alarms were identified in the alarm history. Significant delta pressure fluctuations from -6 to +24 were reported even with steady flows, and a possible sensor issue was suspected; cable connections were confirmed secure, an oxygenator data cable was swapped with the same results, and no moisture or condensation was noted in the sensor board housing at the inlet and outlet ports. The patient was reported to be back on steady flows on the same circuit with continued monitoring, and the patient remained on ECMO, alive not injured.